Manufacturer narrative:
Product complaint #: (B)(4). It was reported that the patient underwent an indirect inguinal hernia repair procedure on (B)(6) 2019 and the suture was used. It was reported that the suture was broken when ligating the blood vessel during the surgery. Another like suture was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Summary: actual complaint sample can't be returned. Batch records have been reviewed and no issue found. Manufacturer retained sample has been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined.

Event description:
Breakage suture. It was reported that the suture was broken when ligating the blood vessel in the surgery of treatment of indirect inguinal hernia. Changed another one to complete surgery. There is no report on patient's injury. No additional information could be provided.